Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cs300 intra-aortic balloon pump (iabp), unit is down and might need power cord. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed that the power wire had a wire exposed, and stated that what damaged it was unknown. So, in order to fix the issue, the fse replaced the ac line cord. The fse then performed full calibration, functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
N/a

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp), unit is down and might need power cord. There was no patient involvement.

Manufacturer narrative:
Updated data : b4,g 3, g6, h2, h10, h11. Corrected data: b5, b6, b7, d10, h6 (impact code).